Manufacturer narrative:
H3 other text : the rse evaluated the device remotely. The rse offered the repair quote to the customer which expired, the customer did not indicate accepting the repair quote.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint indicating that checking with ECG cable the device shows error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.